Event description:
The instrument was used during a total abdominal colectomy. It was reported the device fired across sigmoid. Anastomosis was incomplete, experiencing bleeding at staple line. Surgeon completed anastomosis with suture and clips. There was no consequence to the pt.